Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2013, the patient presented with exertional left arm pain and was diagnosed with unstable angina. Coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal left anterior descending (lad) artery with 70/95% stenosis and was 23 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25x16 mm promus element¿ plus stent, resulting in 0% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal lad with 95/70% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion # 2 was treated with direct placement of a 3.50 x 28 mm promus element¿ plus stent, resulting in 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the 1st first btuse marginal (om) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 2.25 x 16 mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, patient presented due to acute coronary syndrome which was subsequently diagnosed as mi. Patient's coronary angiography revealed totally occluded 2.25 x 16 mm promus element¿ plus stent in om and patent mid lad stent. The totally occluded om was treated with plain balloon angioplasty, resulting in 70% residual stenosis. The procedure was terminated as after the angioplasty the patient was pain free and patient was planned for coronary artery bypass grafting (CABG) in future.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).